Manufacturer narrative:
The device was evaluated by a stryker field service representative, however the customer decided to have the repairs completed by a third party.

Event description:
It was reported that they were lowering the head of the bed (fowler section) while the patient was on the bed, and it dropped. It was reported that the patient sustained injuries, no further information was available.

Event description:
It was reported that they were lowering the head of the bed (fowler section) while the patient was on the bed and it dropped. It was reported that the patient sustained injuries, but not able to provide further information. No other person's were hurt.